Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had poor telemetry or no telemetry with recharging. Patient reported he went a little while without using the stimulator and the battery went to sleep. Now patient needs to activate MRI mode but cannot charge ins. Reason for MRI is not related to device. Patient has attempted charging the ins battery but is not able to. The last time the patient was ableto successfully charge device was a few months back. Last charging session was more than one to three months ago. Patient was directed to health care professional (hcp) to address possible overdischarge. No patient symptoms or complications were reported in this event. [Refer pe 702678504 for information pertaining to previous battery going to sleep/ 1st occurrence of potential overdischarge that was resolved] additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged due to the patient not charging it. An appointment was scheduled for (B)(6) 2019 so the rep could troubleshoot and resolve the issues. Surgical intervention was not planned and there were no further complications reported or anticipated. Additional information was received from the manufacturer representative. It was reported the patient was not able to get the stimulator functional again so it was replaced on (B)(6) 2020. Lead impedances looked good. No further complications were reported/anticip ated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The explanted stimulator was discarded by the hospital. The patient was implanted with a new functioning stimulator to resolve the issue.